Manufacturer narrative:
Follow-up # 2 ¿ (11/11/2014). The patient¿s test strips have been returned on 10/28/2014 and evaluated by lifescan product analysis on 10/28/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s mother (reporter) contacted lifescan (lfs) alleging that the onetouch ping meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). Three weeks prior to contacting lfs (date/time not specified) the patient reportedly obtained blood glucose readings of ¿350, 120, and 50mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages his diabetes with insulin pump therapy. According to the csr¿s documentation in response to the reported meter issue the patient reportedly skipped his medication and subsequently 30 minutes after the alleged issue occurred, the patient reportedly developed symptoms of hunger and blurry vision; the reporter allegedly administered food and/or drink as treatment an unspecified time later. The reporter denied the patient tested with another device. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The csr also noted the reporter performed a quality control solution test which passed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/17/2014), the patient¿s meter has been returned on 10/6/2014 and evaluated by lifescan product analysis on 10/8/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.